Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Event description:
It was reported that the patient stopped charging their ipg as recommended due to their pain resolving and no longer needing the system. The pain has now returned due to the ipg being inoperable. Surgical intervention may take place at a later

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Checked b1 and b2 box.